Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's black box showed a loss of prime event on (B)(4) 2016 at 14:52. The pump was then manually suspended at 14:55 and manually resumed at 15:04. Deliveries resumed at 22:55. The force sensor reading measured within specifications. The basal & bolus deliveries added up appropriately to the total daily dose showing that the pump was delivering accurately until the last date used. The pump passed delivery accuracy test and was found to be delivering within range. No delivery interruptions or alarms occurred during testing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the patient's blood glucose was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia or medical intervention. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; and the pump was calculating recommended bolus totals correctly. An air bolus was not attempted during troubleshooting. This complaint is being reported because the issue was reported to remain unresolved with troubleshooting.